Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is 9610595.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely the image sensor unit has been damaged (disconnection, etc.), or the mounted parts (ic chip, capacitor, etc.) Of the electric board have failed due to use stress, external factors, or handling. The inspection method for the event is described as follows in the instructions for use (IFU) "chapter 3 preparation and inspection 3.8 checking the function in combination with related equipment". "Inspection of endoscopic images: check if normal light observation images and nbi observation images are displayed normally. 1. Wipe the endoscope tip lens with sterile gauze moistened with saline or sterile water before inspection. 2. Observe the palm, etc. With normal light observation images and nbi observation images. 3. Make sure the light is coming out. (See figure 3.23) 4. Adjust the amount of light to get the proper brightness. 5. Check that there are no abnormalities such as noise, blur, or cloudiness in the normal light observation image and the nbi observation image. 6. Operate the angle lever of the endoscope to bend the curved part. 7. Check that normal light observation images and nbi observation images do not disappear for a moment or other abnormalities." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported, that his olympus endoeye flex deflectable videoscope was providing a dark image, whenever the device was angled horizontally. According to the initial reporter, this event occurred, during a therapeutic laparoscopic cystadenectomy procedure. Reportedly, the intended procedure was completed by replacing the defective scope. There was no patient harm reported as a result of this event. During the device evaluation, it was discovered, that the subject device was providing a noisy image. This report is being submitted to capture the noisy image found during the device evaluation.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus. However, investigation is ongoing. During the initial evaluation, as noted in b5, the unit was presenting a noisy image. One of the printed circuit boards had suffered moisture damage and was causing the device to display a noisy/foggy image. Additionally, the insertion pipe was damaged, causing the insulation resistance to not meet specification. The distal end was found scratched/chipped, and there was notable wear on the video cable and connector as well. If additional information becomes available following the device evaluation, a supplemental report will be filed.